Event description:
Physician was attempting to treat a lesion in the left mid common iliac artery using an assurant cobalt device. Lesion was reported to be moderately calcified and moderately tortuosity with 70% stenosis, artery diameter is 8mm and lesion length 40mm. It was reported that as the physician advanced the device through the sheath to the target lesion, it was noted under flouroscope that the stent had moved on the delivery system. The lesion was not dilated as physician was attempting a direct stenting of the lesion. Resistance was noted while loading device into guide catheter. Difficulty occurred while advancing the device inside the sheath. The reported dislodgement occurred while advancing the device through the sheath towards the lesion. Physician then removed the whole system. A 7fr sheath and new stent was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Results: related to operational context (device inspected prior to use with no abnormalities noted ¿event appears to be most likely related to the attempted use of the device). Conclusion: operational context contributed to event (device inspected prior to use with no abnormalities noted ¿event appears to be most likely related to the attempted use of the device). (B)(4).

Event description:
Evaluation summary: the stent was displaced proximally on the balloon. Crimp impressions were visible along the exposed balloon surface. There was no damage evident to the stent struts or segments.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Inherent risk of procedure (stent embolism). No results available since no evaluation was performed (no device or procedural images provided for evaluation). None (no device received for evaluation). Known inherent risk of procedure (stent embolism). Unable to confirm complaint (device or procedural images not provided for evaluation). (Based on the information available no root cause can be determined). (B)(4).